Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Pump passed self test, sleep current measurement, active current measurement, however, constant pump error 37 alarms noted during rewind. Unable to perform displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. Pump error 37 confirmed in the pump history/trace files on (B)(6) 2023 at 07:26:36.000, 07:27:42.000, 07:31:43.000, and at 09:46:42.000. Pump was cut open to perform visual inspection and found motor flex cable not plugged in properly. The motor was tested outside of the device on the ngp stb3 and received pump error 37 at rewind. The sc1 cap locks properly into place. The following were noted during visual inspection: scratched case. Alleged pump error 37 alarms and device test failed confirmed during rewind and in the pump history/trace files due to motor flex cable not plugged in properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 37, device test failed. The event involved product(s) mmt-1886. Troubleshooting was performed and customer reported receiving a pump error and customer was able to clear the error and complete the rewind process but pump did not pass displacement test. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue to use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.